Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 311 mg/dl. A manual insulin injection was administered, and customer required assistance obtaining water to address bg level. Reportedly, the customer used the cartridge beyond labelling. Tandem technical support educated the customer on proper insulin labeling.